Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01009.

Event description:
The patient was undergoing a thrombectomy procedure to treat a deep vein thrombosis (dvt) in the left iliac artery and femoral veins using an indigo system separator 8 (sep8), indigo system aspiration catheter 8 (cat8) and, non-penumbra sheath (terumo). During the procedure, the physician completed two passes using the sep8 and cat8. While advancing the sep8 for another pass, the physician noticed after some time that the wire distal to the bulb of the sep8 broke off in the left iliofemoral vein. The cat8 and sep8 were therefore removed. It was reported that the cat8 was found to be kinked near the distal tip. The physician then advanced a new cat8 to aspirate and remove the broken wire of the sep8. It was also reported that the broken piece of the sep8 was observed on the back table and fluoroscopy confirmed that the entire broken wire piece was removed from the patient. The physician decided that the thrombectomy portion of the procedure was sufficient and completed the procedure using balloon angioplasty. There was no report of an adverse effect to the patient.